Event description:
Advanced bionics was informed that the patient underwent surgery at the implant site to place gore-tex and multiple screws. The patient reportedly developed skin breakdown, drainage and an infection at the implant site. The patient was given antibiotics (type unknown) for 2-4 weeks. Surgery to debride the patient's wound was performed in 2009. However, the infection did not resolve. The patient's device was explanted.